Event description:
A surgeon reports a pt is complaining of flashes of light and temporal dark shadows following bilateral intraocular lens implant surgeries. The pt's history includes diabetic retinopathy and complaints of visual disturbances prior to the intraocular lens implant surgeries. The surgeon feels the pt's visual outcome is excellent and he does not know if the intraocular lenses are a contributing factor to the pt's current complaints of visual disturbances. The surgeon does not have any current plans intervene. MDR#1119421-2006-00385 od, MDR#1119421-2006-00386 os.

Manufacturer narrative:
H3,6: the complaint device associated with this report has not been rec'd for eval. The device remains implanted. Product history records were reviewed and all documents indicate the product met release criteria. There have been no similar complaints rec'd for this lot number. Add'l info was requested from the surgeon by fax and by mail on 10/31/2006. A f/u call was conducted on 11/09/2006. Add'l info was provided during the f/u call and on a completed questionnaire rec'd on 11/10/06.